Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on 2020-jan-03. It was reported that the patient had not felt well few weeks prior to (B)(6) 2019 and was seen by a neurologist who recommended that they decrease the pump rate. They did on (B)(6) 2019, but she continued to not feel well. It was not until (B)(6) 2019 that she was admitted to the hospital. ¿timeline does not add up, and she had an appointment on (B)(6) 2019 and not on (B)(6) 2019.¿ the pump rate was turned back down 20% on (B)(6) 2019. The patient discharged on (B)(6) 2019. There was a pump interrogation and dye study on (B)(6) 2019, which were all negative. Although she had been prescribed opioids, she denied that she took any and ¿uds¿ was negative dye study on (B)(6) 2019, and ¿pump exchange (B)(6) 2019 b/c home (B)(6) 2019.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Eval code-conclusion updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a family member of a patient receiving baclofen (dose/concentration stated to be "around 700 or 725") from an implantable pump for intractable spasticity and multiple sclerosis. It was reported the patient was in the hospital because the doctors overdose her. The caller stated the patient started taking boluses on (B)(6) 2019 and thought that was why the patient overdosed. No interventions were mentioned. No specific symptoms reported. The event date was noted to be "monday or tuesday". The patient's current status was hospitalized. On 2019-nov-01, information was received from the healthcare professional (hcp), the patient, and a manufacturer representative (rep ). The hcp reported the cause of the patient's hospitalization was not related to the pump and there was no overdosing. On (B)(6) 2019, the patient called and reported having problems with their current pump that was implanted in (B)(6). The patient said that before the overdose on (B)(6) 2019, it was like "she needed more baclofen". The patient was stiff for several weeks. The patient stated the felt like, "sometimes it is delivering too much and sometimes not enough". The doctor agreed to increase the medication on (B)(6) 2019 because their spasticity had worsened. The patient started "not feeling well" that night. The patient went to the hospital, the intensive care unit (ICU) and was intubated. The patient reported being in the hospital for a week. The physical medicine doctor came and said "it was on the same cycle". They did a 20% increase which they have typically done in the past since 2004 with no problems. The patient stated that when they increase, she usually just felt a little sloppy or weaker. The patient said this time, she was sick and nauseous before going into respiratory arrest. The patient had to go on a respirator. The patient reported that this past week, they did diagnostic testing on the pump and did not find anything. The specific study was unknown. The patient stated they went into the pump and they think they checked the catheter to see if there were any kinks and that was "fine too". The rep stated the hospital declared her reaction a baclofen overdose. The patient stated their eyes were moving vertically, she was itchy, and she had an altered mental status. The patient mentioned the surgeon that did the pump, left the hospital and could not be contacted so they were working with a different pump specialist. The patient was instructed to continue working with their hcp. On (B)(6) 2019, the rep reported the patient's overdose issue was continuing and narcan was administered with the patient responding to it so the emergency department (ed) doctor did not think it was a mdt device/itb therapy related issue. The patient's pump management doctor did not think it was a mdt device / therapy issue, either. The rep stated the patient was on numerous other opioids like dilaudid and benzos along with the itb therapy. The rep stated this was a "complicated patient". The rep stated the overdose has occurred two times now. The first time was a few weeks prior to the pump being refilled and this time, it occurred about one week after the pump was refilled. The rep inquired if the pump could spontaneously speed up and slow down again. The rep stated the neuro doctor was thinking of doing a catheter dye study to confirm catheter patency and that all programming and event logs were normal along with no reservoir discrepancies. The drug in the pump was lioresal (2,000 mcg/ml with flex programming of only one bolus at 1am of 74.4 mcg and a total daily dose of 624.9 mcg/day). On (B)(6) 2019, a registered nurse (rn) called from the hospital and reported the patient was back in the ER with the same symptoms previously reported. The caller stated they wanted an adjust a 40% decrease to the boluses the patient was receiving. A local rep was paged. On (B)(6) 2019, a rep reported an "open" dye study was performed on the date of the call. The rep stated the physician was not sure they were in the port, so they opened the pocket and removed the pump. A successful dye study was then performed. Since they did not see any issues, the patient was closed up. The family was noted to be upset that the pump was not replaced since all the issues began since the pump was replaced back in (B)(6). The rep stated the volumes matched on refill and they didn¿t see any problem with the catheter, so nothing was replaced. On 2019-nov-12, the rep called and reported the patient was approved for pump replacement.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient was in the ICU on (b)(60 2019 and (B)(6) 2019. The caller was found unresponsive and sent to the hospital. The patient was on life support for 4 days due to respiratory failure and baclofen overdose. The pump was replaced on 2019-nov-04. The neurologist stated the patient had nystagmus vertical.